Event description:
It was reported the lead was replaced due to undefined impedances, unacceptable thresholds and no capture. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.